Event description:
Boston scientific received information that the patient's home monitoring equipment detected an out of range high right ventricular pacing lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. No additional information obtained. No adverse patient effects were reported. The system remains in service..

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory found that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory 3.1 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted approximately three years later during an upgrade procedure where the patient received an subcutaneous implantable cardioverter defibrillator (s-ICD). The ICD was returned for analysis.

Event description:
Additional information was received that the right ventricular (rv) lead displayed increased pacing impedance measurements greater than 2,000 ohms. All other lead measurements were within acceptable limits. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.